Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. The batch review cannot be performed since there was no lot number provided. The device used in this situation is unknown; therefore, a us 510k number cannot be provided. If additional information or samples become available, a follow-up report will be submitted.

Event description:
A customer reported to baxter corporate product surveillance of several events where it has been observed that the backflow check-valves being used for infusion with the sigma pumps have allowed backflow. Although there was no confirmed patient involvement; there was mention of at least one event involving chemotherapy. There are no reports of patient injury or medical intervention. No additional information is available.